Event description:
Major pump unit(s) involved: blood pumpadditional text: "stopped working"specific component(s) involved: other component malfunction, specifyadditional text:other component: unknowncausative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): noneother intervention :implant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: blood pumpspecific component(s) involved: other component malfunction, specify